Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The customer did not know the blood glucose reading. She stated that when the insulin reached the reservoir, she would not receive any insulin. She also noted that her blood glucose levels tended to go higher when her reservoirs ran low of insulin. She complained of nausea, vomiting and diarrhea. She advised that she treated using the insulin pump and manual injections. Upon inspection, the insulin pump alarmed no delivery during a manual prime as expected; however, there was an absence of no delivery alarm during the high pressure test, and the customer was advised that the device be replaced. During troubleshooting, the insulin pump failed the high pressure test twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.